Event description:
It was reported that during a procedure to treat a perforation in the right coronary artery (rca), a 3.0x19 jostent graftmaster stent system was advanced but could not cross the ostium of the rca. The graftmaster stent system was withdrawn and the perforation was sealed with a xience stent. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency.